Event description:
It was reported that several days after implant there was diaphragmatic stimulation from the left ventricular lead. The configuration was reprogrammed and the issue was resolved. The lead remains in use. It was noted that the patient was enrolled in the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.